Manufacturer narrative:
D: added product information under suspect medical device. G. Added 510(k) number. The reason the reported revision cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H4: corrected. H6: corrected health effect - impact code and type of investigation codes.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (B)(4). Refer to (B)(4). It was reported via legal documentation that approximately 75 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, stiffness, discomfort, affected mobility. No further issues or complications were reported. No additional information is available. Initial ebi surgery not found.